Event description:
The customer alleged a variance between the inratio inr results. Results are as follows: date (B)(6) 2015, inratio inr: 4.5, 5.0 and 1.8. Therapeutic range: 2.0 - 3.0. The time between the first test and the last test was fifteen (15) minutes. All testing performed in sequential order. The customer reported that he "milked" the finger after the finger stick, performed multiple finger sticks on the same finger and the blood sample was not immediately applied to the test strip after the finger stick. These are all considered improper techniques when performing the inratio test. The customer reported that he has prostate cancer. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have prostate cancer. Cancer was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. A root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency and no corrective action is required.